Event description:
It was reported that the programmer exhibited a black screen of death (bsod) error code. The programmer was power cycled, but the error did not clear. Technical support (ts) suggested running the service disk to clear the error, but that did not work. The programmer will be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submit the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).